Event description:
Additional information received from the manufacturing representative indicated that the patient has had other health issues, and could not manage to recharge the ins. It was noted that the ins has been non-responsive for about 2 years.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient¿s ins and lead were successfully explanted. It was noted that the device was being explanted because it was no longer in use. The difficulty explanting the lead due to scarring was resolved.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a manufacturing representative (rep) about a patient implanted with a neurostimulator (ins). It was reported that a patient was currently ((B)(6) 2017) in the operating room (or) getting their device explanted. It is unknown why the device was being explanted. The 2x8 was scarred into the dura and they were having difficulties explanting the lead. The following was reviewed: cut lead, diagnostic testing and messaging lead to loosen scar tissue. There were no symptoms reported and it is unknown why the device was being explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.